Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced motor control board with bad l2 for 242.403 alarm. Replaced dim u4 on display board and replaced 3rd party left/right iui. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the motor control board. A review of the device history record showed the device had a manufacture date of 25 jan 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code messages. The error codes repeatedly displayed were 242.4030 and then 243.4070. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code messages. The error codes repeatedly displayed were 242.4030 and then 243.4070. There was no patient involvement